Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Investigation status: customer reported that the leak may be due to the "aging of the internal components". No ge service was provided. Cause analysis: based on information provided by the customer, we cannot reliably determine the cause of the reported leak. If this leak is caused by the aging affect, then it is possible that standard planned maintenance has not been done on this unit recently. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Investigation status: customer reported that the leak may be due to the "aging of the internal components". No ge service was provided. Cause analysis: based on information provided by the customer, we cannot reliably determine the cause of the reported leak. If this leak is caused by the aging affect, then it is possible that standard planned maintenance has not been done on this unit recently.

Event description:
It was reported that at the beginning of surgery a leak was discovered. Although the size of the leak is unknown, the user felt the need to switch of anesthesia units in order to continue the surgery. There is the potential this leak was large and required this medical intervention. There was no patient harm or injury reported.